Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Corrected fields: b1, d6. The following fields were updated per additional information received: a2, a4, b5, b6, b7, d1, d4, g5, h4, h6. H6 device code(s): appropriate term/code not available (3191) was selected for the alleged device tilt. H6 device code(s): appropriate term/code not available (3191) was selected for the alleged perforation. Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated. Tilt, vena cava (vc) and organ perforation, device is unable to be retrieved, pain, suffering, mental anguish, loss of enjoyment of life and afraid. The reported allegations have been further investigated based on the information provided to date. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Unknown if the reported pain, suffering, mental anguish, loss of enjoyment of life and afraid are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6)2013 via the right internal jugular vein due to blood clots. Patient is alleging "tilt, vena cava and organ perforation (four struts and one arm of the filter perforate the ivc. One of the struts is 6mm outside the ivc, and one of the arms is 4mm outside the ivc and appears to penetrate another vessel) and device is unable to be retrieved (the irretrievable filter subjects plaintiff to the risk of future and progressive filter failure including migration, further perforation, fracture, embolization of a fracture, thrombosis and even death.¿ the patient further alleges ¿I have pain, suffering, mental anguish, and loss of enjoyment of life. I am afraid that my filter, which cannot be removed, will cause me additional future injuries and potentially even death given the progressive nature of ivc filter complications and the high complication rates associated with cook ivc filters.¿ per a CT (computed tomography) scan of the abdomen dated (B)(6)2019, "the vena cava filter is seen. The tip is approximately 2 degrees left off the vertical. There are many struts associated with this ivc filter. The 4 main struts appear all outside the aortic lumen. The strut that appears most outside the lumen is the anterior left-sided strut approximately 6mm outside the lumen. This may well lie within a vein coming off the ivc. There are smaller struts also noted here a total of 8 smaller struts. These smaller struts are intimately associated with the aortic wall though there does appear to be perforation of the more anterior small struts which lies outside min by approximately 4mm. In the kidney on the right there is a probable nonobstructing small renal calculus posterior. More anterior there is a larger density and this may well represent a calculus but given the longitudinal appearance I cannot rule out a migrated portion of the filter here. This is measuring 6mm. This is occupying the mid to upper pose anterior. Left kidney demonstrates a hyperdensity which may represent a small calculus but again a small piece of migrated stuck cannot be excluded. This is measuring 4mm occupying the lower pole. The struts do not appear to involve any other visceral organ but the medial struts come very close to the aorta. Cannot rule out some involvement of the medial struts with the aortic wall.¿

Manufacturer narrative:
Manufacturer ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
'It is alleged that "[pt] received a cook celect filter on (B)(6) 2013". It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.